Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the physician tried to deploy the device but, it would not deploy properly. The carrier got stuck forward and did not completely extend into the cage. It also extended partially without being actuated. Photos of the complaint device were provided and showed the device outside the patient with its carrier slightly extended. The physician then removed the suture and reloaded it, and she was able to complete the procedure with the same device. There were no patient complications as a result of the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the physician tried to deploy the device but, it would not deploy properly. The carrier got stuck forward and did not completely extend into the cage. It also extended partially without being actuated. Photos of the complaint device were provided and showed the device outside the patient with its carrier slightly extended. The physician then removed the suture and reloaded it, and she was able to complete the procedure with the same device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device codes a050502 and a0510 capture the reportable events of device deployed without being actuated and carrier stuck in extended position. Block h10: the returned capio slim device was analyzed and found that the device was visually in good condition. The handle, head and cage were observed in good shape. A functional analysis was performed and found that the carrier had problems to load/engage properly the sample suture. The device was deployed and retracted properly. Additionally, the photos of the complaint device showed the capio device with problems to load the suture properly. With all the available information, boston scientific concludes that the reported event of problems with loading the suture into the carrier properly was confirmed. Based on a review of all available information, the cause of this event could not be confirmed. An investigation to address this problem is in progress. Furthermore, as the device deployed and retracted properly, the reported events of carrier could not extend and retract were not confirmed. These events were classified as no problem detected.